Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, after the lens was implanted, it was noted that the trailing haptic was damaged. The lens was removed and replaced with same model company lens during same procedure. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned outside the fully disassembled lens case, loose in a plastic bag. Solution was dried on the lens. Both haptics were broken in the distal area. Only one broken haptic portion was returned for evaluation. The returned broken haptic portion was bent in the distal tip area. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Information was provided in the file that indicated the use of a non-qualified lens/cartridge/viscoelastic combination. The company model lens is only qualified for use in the company cartridge. This information is listed on the carton label and the lens case label. Company viscoelastic is the only qualified viscoelastic. The handpiece indicated is qualified when used with the qualified lens/cartridge combination. The reported haptic damage was observed. The root cause for the reported complaint is most likely related to a failure to follow the instructions to use (IFU). A non-qualified lens/cartridge/viscoelastic combination. The company model lens is only qualified for use in the company cartridge. This information is listed on the carton label and the lens case label. Company viscoelastic is the only qualified viscoelastic. Company foldable intraocular lens (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The company cartridge IFU has specific lens loading instructions for multipiece lenses. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge (diagram provided). The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. Lenses with a 6.5 millimeter (mm) optic diameter may need to be pre-folded for easy entry into the back of the cartridge. Lens may be pre-folded by gently applying pressure to the edge of the lens while holding the central optic with forceps as shown. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. The manufacturer internal reference number is: (B)(4).